Manufacturer narrative:
The device was returned and visual inspection revealed housing intact, screen was scratched. The reported event was confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was powered up and ec1261 which is a corruption of the memory of the circuit board. Replaced circuit board.

Event description:
It was reported that cadd legacy pump displayed error code. No patient injury was reported.